Event description:
"Cracked top case/battery cover missing/won't move" found in biomed testing. The customer reports "the won't move" reportedly when start is pressed there would be no flow of the solution; the motor can be heard running, but only intermittent movement of fluid and eventually will not flow at all. The customer reports no patient injury or medical intervention required.